Event description:
Complainant alleged that the device was on top of a resuscitation trolley and fell about 1m to 1.5m. The device was then turned on and attached to a male pt in his forties. While analyzing the pt's heart rhythm, the device "advised shock" and then stated "treatment not delivered" and "change battery" prompts. The medics continued CPR therapy until the arrival of another ambulance. Another defibrillator was attached to the pt and a shock was delivered resulting in a perfusing waveform. The pt was shocked four more times during transport to the hospital. Complainant indicated that the pt had suffered anterosceptal infarct and there were signs of cerebral edema resulting from hypoxia. The pt was expected to expire.

Manufacturer narrative:
Zoll medical corporation has not rec'd the product and this complaint is still under investigation.